Event description:
The event happened during the procedure. Initially, an unspecified excelsior sl10 (stryker, type j) which delivered through an unspecified launcher (medtronic, 8fr, type unknown) was navigated to the desired position. No issues noted. After that, while inserting a presidio (pc4100626-30/j10483) into the microcatheter, it got stuck about 50cm from the hub of the microcatheter. Then, both the presidio and the microcatheter were safely removed as a unit from the patient. And then, he firstly flushed the microcatheter with saline and re-inserted the same coil into the microcatheter but it got stuck. Therefore both the presidio and the microcatheter were safely removed again as a unit from the patient. The procedure was continued using a new coil (pc4100626-30, lot unknown) and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolisation of internal carotid-posterior communicating artery aneurysm that was not calcified and mildly tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: excelsior sl10 (stryker, type j details unknown); launcher (medtronic, 8fr, type & details unknown); new coil (pc4100626-30, lot unknown).

Manufacturer narrative:
During the coil embolization procedure of an internal carotid-posterior communicating artery aneurysm, a presidio microcoil (pc4100626-30/j10483) was stuck about 50cm from the hub of an unspecified excelsior sl10 (mc) microcatheter (stryker, type j). Then, both the presidio and the microcatheter were safely removed as a unit from the patient. Then, firstly the mc was flushed with saline and re-inserted the same coil into the microcatheter but it got stuck. Therefore, both the presidio and the microcatheter were safely removed again as a unit from the patient. The procedure was continued using a new coil (pc4100626-30, lot unknown) and the same microcatheter. Prior to the event, the mc was delivered through an unspecified launcher catheter (medtronic, 8fr, type unknown) and navigated to the desired position without any issues. The procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also, no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was that was not calcified and mildly tortuous. The coil was returned undamaged. The coil¿s socket ring was found to have been pushed down inside the outer sheath. Located 8.5 centimeters off the proximal end is a kink on the core wire. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. Located 5.5 centimeters off the proximal end and distal to the locking mechanism, the sheath has been spilt lengthwise. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times without becoming stuck. The coil was then advanced through and out the distal tip of the microcatheter without becoming stuck. The most likely contributing factor to the coil becoming stuck during two attempts of advancement inside the microcatheter occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which kinked the core wire, pushed the coil¿s socket ring down inside the outer sheath, and caused damage to the sheath in two locations. With the sheath embedded inside the resheathing tool¿s v notch in two locations during separate time frames, this would have given the end user the impression that the coil became stuck inside the microcatheter during the two attempts of advancing the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. If unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The evidence strongly suggests that the coil buckled when encountering distal interference during introduction and became anchored. However, based on the available information and the manner in which the device was returned, the circumstances of how this damage occurred and timing as related to procedural use cannot be determined. Additionally, it was reported that the device was not damaged after use in the patient. The concomitant sl-10 microcatheter was not returned. Without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if the component contributed to the complaint event. Procedural factors may have contributed to the resistance encountered during coil introduction into the microcatheter resulting in the coil damage found on the returned device. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.